Event description:
It was reported that the balloon of the fogarty catheter was unable to be deflated during use. The catheter was used to remove the thrombus in the iliac artery stent. The customer ruptured the balloon with the guidewire in order to remove the catheter. Patient demographics were requested but not available. The device was discarded at the hospital. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. Device was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The lot number was not provided thus a device history record was not reviewed.